Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. The lead was replaced for a similar model. No additional information was able to be obtained. No additional adverse patient effects were reported.